Manufacturer narrative:
The technician investigated and found the bed functions as designed, user error. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No repair needed the bed functions as designed. Based on this information, no further action is required.

Event description:
The account reported the bed exit alarm does not function. The bed was located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).